Event description:
There was an allegation of false positive results with multiple samples from the same donor using the cobas® mpx - 480t assay tested on a cobas 6800 analyzer. The initial result was hbv reactive. The repeat result was hbv reactive. The serology results (hbsag and anti-hbc) were negative. The sample was tested for core antibodies and the result was negative. The sample from the blood bag was tested in 10 replicates and all of which were non-reactive. The sample was tested using a trinat test on a grifols platform and the result was hbv-reactive. The sample was tested once more on the mpx assay using the serology tube and the result was non-reactive.

Manufacturer narrative:
The cobas 6800 serial number was (B)(6). A review of the pcr curve and critical threshold (CT) values for the sample in question closely resembled those of the customer¿s hbv run controls, suggesting the possibility of a sample mix-up. However, the customer indicated that such a mix-up appeared unlikely, particularly between a donor sample and a run control, due to the use of different tube types and strict labeling protocols. The aliquot of the sample in question was tested internally using the cobas mpx assay, where the hbv-reactive result was reproduced. Sequencing analysis was performed, which verified that the sample represents a true hbv-positive case, thereby excluding the possibility of a false-positive result generated by the cobas mpx assay. Moreover, the sequence analysis revealed two mismatches when compared to the roche positive control sequence, providing conclusive evidence that contamination from the roche positive control can be excluded as a potential source. Based on all available information and the investigation performed, there is no evidence of a product issue. It can be conclusively stated that there are no issues with the cobas® mpx lot m04554 that was used and a software anomaly or an issue with the result calling algorithm can be excluded as the cause for the discrepant results as well as any hardware related issues. The analysis of the provided aliquot performed in this case further confirms that the cobas mpx test correctly identified the sample as hbv reactive.